Event description:
New information notes that the noise was detected while testing after lead implant. It could not be determined if it was the lead, the position in heart, the psa or electric outlet where the programmer was plugged. When the lead was tested in the ventricle, noise was not detected. When we tested the atrial lead, noise was seen. After using the second lead per physician request, programming changes were made to see the noise dissipating. The psa was checked and was functioning fine.

Event description:
It was reported that during a procedure, noise was noted through psa. The physician requested to change the lead and psa unit. The physician used a blade to nick the insulation to advance the wire into the vessel, thus avoiding another stick. The lead was not used. There were no consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.